Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had a cardiac procedure on friday, which was not related to their device or therapy. Then, on (B)(6) 2019 they went to turn the ins back on and noticed the por message. It was recommended that they follow up with their healthcare provider and manufacturer representative for troubleshooting. There were no patient complications reported as a result of this event.